Event description:
The customer states the battery is defective. No reports of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.